Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered error 1009 on the universal surgical manipulator (usm) arm 4. The customer elected to disable the arm to continue and reported the issue to dvstat after completed the procedure. Subsequently, the system was restarted and powered up without errors. The staff was preparing for additional procedures to follow. It was mentioned that this issue had been ongoing. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the axes controller spar board (acs) printed circuit assembly (pca) was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the acs pca is consistent with the reported event and is the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.